Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that failed to attach. There was no harm caused to the patient, no intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal, no lubrication was used to facilitate the placement of the capsule and the device will not be returned for investigation.